Event description:
It was reported that the clinician aspirated air from the balloon with the 60cc syringe. They then tried to insert the balloon into the sheath, but the balloon membrane unwrapped during insertion.

Manufacturer narrative:
F/u report will be filed if add'l info becomes available.